Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began (B)(6) 2013; however, the patient was "concerned about the pattern of readings over the last 3 days" prior to contacting lfs. The patient reported a blood glucose result of "102 mg/dl" (obtained on different days and times) with the subject meter. The patient manages her diabetes with insulin pump therapy. The patient continued to take her usual dose of medications. On the evening of (B)(6) 2013, the patient reported results of "62 and 58 mg/dl" with her continuous glucose monitor (cgm) and, on the following morning, obtained a result of "82 mg/dl" with her cgm. The patient claims she felt symptoms of sweating, slow speech, tired, hungry and was incoherent in conversation. The patient took "liquid sugar" as treatment and reportedly decreased her usual insulin dose. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.